Event description:
Additional information received indicated that patient had not turned surgery mode on before their unrelated medical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with external devices. Troubleshooting was unable to resolve the issue. Patient had undergone an unrelated surgical procedure previously, but was able to connect to ipg after the procedure. It is not known if the ipg was placed in surgery mode prior to the procedure. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.